Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump screen unexpectedly went blank and would not turn on. The customer's blood glucose level was 417 mg/dl which was addressed with a manual injection. During troubleshooting with tandem technical services (cts), cts confirmed the customer received multiple low power alerts prior to the shutdown. The customer stated had charged the pump, however cts verified in the pump logs that the pump was not charged. Additionally, the customer reported a leak in the cartridge. During follow up with tandem technical service, the customer was able change supplies and resume insulin delivery.